Manufacturer narrative:
Calibration passed and qc was within the expected values. Crystalized was found around the reaction cell and ultrasonic mixer. The field service engineer checked and adjusted the detergent and cell blank water levels. The investigation determined the issue was due to insufficient customer maintenance and was resolved by the service actions. This event occurred in (B)(6). Unique identifier (UDI) #(B)(4).

Event description:
There was an allegation of questionable ise indirect gen.2 sodium results for three patient samples from the cobas 6000 c501 module. Patient (B)(6) initial result was 179 mmol/l and the repeat result was 142 mmol/l. Patient (B)(6) initial result was 171 mmol/l and the repeat result was 140 mmol/l. Patient (B)(6) initial result was 153 mmol/l and the repeat result was 138 mmol/l. The questionable results were not reported outside of the laboratory. The sodium electrode lot number was j3058. The expiration date was requested but was not provided.